Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient was admitted for major infection with unknown source of infection origin and positive blood cultures found. Parenteral antibiotics were given for a duration of 8 days. It was reported on (B)(6) 2018 the patient during course of hospitalization was sent to ICU for neurologic dysfunction/nocardia and was complaining of headaches. The patient had an acute hemorrhage within the posterior and lateral right cerebellar hemisphere. Anticoagulants were provided (aspirin, warfarin). CT showed possible intracerebral hemorrhage or abscess. A repeat CT was scheduled in a week. Neuro checks were performed every hour with no s/s of neurological deficit. CT scan results: 2.1 x 1.7 cm hyperdense/enhancing lesion in the right cerebellum with mild surrounding vasogenic edema and mass effect on the fourth ventricle and left cerebellum. On (B)(6) 2018 patient expired due to severe sepsis from nocardia infection. No autopsy done. No further information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not explanted and therefore not available for evaluation. A direct correlation between the device and the reported stroke, sepsis and patient outcome could not be conclusively determined. Stroke, bleeding, infection and sepsis are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.